Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was using adaptive stimulation (as) and the therapy was not changing with changes in position. It was also reported that the patient¿s as was changing unexpectedly. The patient needed to adjust the position for the left side of their back but didn¿t see positions available. The patient reported that they saw group a at 5.6 and was able to decrease the stimulation. It was reported that the has changed as settings before but was having trouble figuring it out. The patient was walked through how to turn on the as and the patient mentioned several times that as icon would go away. The patient also reported seeing ¿upright¿ next to group a but stated that it would go away at certain times. The patient attempted to navigate through positions but didn¿t see any other positions and didn¿t know why. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep), hcp, and the patient. It was reported that the rep met with the patient on (B)(6) 2018 and reviewed the use of the controller and how to turn on/off adaptive stimulation. The patient reported that the issues had been caused by a patient error. The issue was resolved and no symptoms or complications are anticipated.